Event description:
Following a diagnostic procedure, an angio-seal device was placed. Six hrs later the pt ambulated; forty-five mins post-ambulation (and prior to discharge) a 4x4 inch hematoma was noted at the puncture site. Manual compression was held for 20 mins, and the pt was admitted to the hosp overnight for observation. The next day the pts pulses were noted to be good, and the pt was discharged home with not further reported sequelae.